Manufacturer narrative:
The table power pack was replaced, including the o-ring seal. The table was functionally tested to verify proper operation.

Event description:
The customer service engineer found a small hydraulic leak in the ort100 table power pack. There were no reports of the table malfunctioning or patient injury. The power pack leak was not originally identified as a table leak; therefore, it was not reported at that time.